Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ stem. No product was returned for evaluation; however, a picture was provided. Visual examination of the provided picture identified the stem and head laying in the tray with bio-debris on them. No other information could be obtained from the picture. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Right total hip arthroplasty with subsidence of the femoral component on follow-up imaging. A definitive root cause cannot be determined. The event was confirmed via medical records if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: country: new zealand d10: cat# 650-1162 lot# 3168215 delta cer fem hd 32/0mm t1 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 10 days post implantation of a total hip arthroplasty, the patient fell. After the fall, the patient had pain, and an x-ray showed that the femoral implant had subsided. The patient¿s pain reportedly did not resolve, so the patient had a revision surgery two months later. The stem and head were explanted, and the cup and liner were retained. Surgical technique was utilized. No additional information available.